Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Initial reporter country and facility country corrected. Evaluation summary: a high current drain condition was detected during the initial analysis. The device was reset and the high current drain was no longer observed. Long term monitoring, electrical bench testing, and temperature cycling were performed, but no high current or abnormal conditions were observed. The cause of the premature battery depletion could not be determined.